Event description:
It was reported that the ventilator navigation ring was not functioning. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution/reporter phone (B)(6).

Manufacturer narrative:
The customer was provided with a quote evaluation service. The quote expired and no repair/service was performed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event but no harm was reported. Multiple attempts were made to obtain additional information and device context at the time of the reported failure; however, no further details were provided.